Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed a supplemental report will be filed.

Event description:
It was reported that the pump is intermittently responding to the ok button. The reporter claimed that the pump has not exposed the pump to moisture.